Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a perclose device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, there was a deployment issue with the perclose device. Upon noticing the device failure it appeared that a piece of fascia was around the knot upon removal from body. The suture got stuck. A non-abbott device was used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the rail suture broke due to the suture being pulled too hard prior to knot advancement but there was still enough slack to attempt knot advancement. The knot was unable to be advanced and upon removing the suture from the body a piece of fascia was around the knot. No treatment was need for the piece of fascia that was noted to have come out with the knot. The vessel looked intact, no pseudoaneurysm, hematoma, or av-fistula. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported suture separation appear to be related to user error. Reportedly, pulled too hard. Per the instructions for use to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The IFU deviation appears to have contributed to the reported suture separation; however, sales rep was able to inform the physician of the IFU deviation. Therefore, notification letter is not required. The reported knot advancement issue, patient effect and treatment appear to be related to circumstance of the procedure. The patient effect of vascular injury is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 2610 and 1528 was removed. Correction: h6 - 2017 improper or incorrect procedure or method was added for excessive force.